Event description:
Patient reported left side "implant rupture". Patient additionally reported "suffered with many health issues over the years that I feel are related to breast implant illness and I'm worried". These events are not device related. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the photographs a broken device inside slang, red biological tissue labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: device rupture.